Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown cause. This lead was partially explanted and some portions are still implanted. No additional adverse patient effects were reported.